Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit has no lights. The key failure is the screws on the pc board were replaced and clamps were tightened, no new parts needed.